Event description:
In 2005, the operator attempted closure of an arteriotomy site with a perclose a-t (the closer ak) device following a left heart catheterization (lhc) with intravascular ultrasound (ivus). A femoral angiogram was performed prior to the closure procedure with the following findings: vessel size was "good" at 6.0 mm and location was "good". It was noted that there was "heavy to moderate" scarring at the groin site. The site was confirmed to be in the common femoral artery. Reportedly, there was "heavy resistance" during device insertion and a "cuff miss" occurred upon plunger retrieval. Fluoroscopy was not performed when resistance was met. The operator attempted to retrieve the perclose a-t but the device "would not come out." The attending physician intervened during the procedure in an attempt to retrieve the device. The perclose a-t broke at the "proximal and distal guide." The patient was taken to surgery for device retrieval. Reportedly, the device was successfully removed from the patient in its entirety. At last report, the patient was "doing fine" and was discharged to home on the 3rd day. The patient's hospitalization was prolonged as a result of this event. Although requested, no additional information was provided.